Event description:
Customer (lab tech) reported while attempting to subculture a blood culture bottle using a bd 1ml syringe, she obtained a needle stick injury. Customer indicated that blood culture was from a patient who was known to be infected with (B)(6). Customer has been on prophylactic medication since the incident and will continue for total of 30 days.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.